Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, a piece of the plastic cover for the stapler broke off upon removal of the cover. It was seen under a microscope and was retrieved by the surgeon.